Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that cause of the pipeline failure to open was not really determined but it was believed that the cause was the large stent diameter relative to the blood vessel diameter.

Event description:
Medtronic received a report that both pipeline ped2475-16 and fg15150-0615-1s were prepared in advance in accordance with the package insert. Phenom27 150cm was directed to the middle cerebral artery and pipeline deployment was tried at the middle cerebral artery, but it did not open. The resheathing was repeated, but both phenom27 150cm and ped2-475-16 were collected because the tip was not deployed properly and the expansion of the tip was in the form of a constricted deployment in a trumpet-like shape. After replacement with another product, the deployment was changed from the middle cerebral artery to the distal internal carotid artery, and the placement was completed successfully. Deployment failure occurred at the distal section of the stent. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. There were no other operations/devices used to deploy the stent. The stent was resheathed and removed from the patient's body with the microcatheter. The pipeline was used for an indication that is approved (on-label). The devices were prepared and the catheter was flu shed as indicated in the package insert. No health damage was present. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid-cavernous segment with a max diameter of 6.3mm and a 3.8mm neck diameter. The landing zone was 2.6mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left internal carotid artery with a diameter of 4.6mm. Dapt was (dual antiplatelet treatment) administered. There were no issues with postoperative findings related to blood flow contrast.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.